Manufacturer narrative:
Overheating was not duplicated during device evaluation.

Event description:
A core saber drill was sent for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.